Manufacturer narrative:
A service and repair evaluation were performed: the customer reported the outer cuffling came off the chuck piece. The repair technician reported the etch was not legible, the shaft was scarred, the spring was missing, and the chuck sleeve screw was broken. Damaged component is the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the complaint handling unit. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age was reported as (B)(6) at the time of the event. Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device; however, the review could not be completed because the device is a lot-controlled item. The manufacture date of this item is aug 7, 2007. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while reaming the femur during an unknown surgical procedure the outer cuffing came off the chuck portion of the flexible shaft connecter for use with the jacobs chuck. The surgeon had to use a hand reamer to pull the reamer out of the femur because the chuck would no longer attach to the reamer. There is a screw on the inside of the chuck and it is thought that this screw may have broken. The screw could not be found. This report is 1 of 1 for (B)(4)